Event description:
It was reported by service report that the docker cable could not be connected to the port. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Jack screw.